Manufacturer narrative:
Siemens healthcare diagnostics investigated this event. The customer has a sample that recovered consistently >700 u/ml with advia centaur xp ca 19-9 kit lot 471 but was within the normal range with 2 alternate methods at non-customer different testing sites. Siemens reviewed the customer calibration and quality control data and found no evidence of a problem. The patient is diabetic but was not taking any medication at the time their blood was drawn. The remaining patient sample available is not of adequate volume to be sent to siemens for evaluation. The table in the expected values section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU) (10629843, revision h, 2019-011) indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the advia centaur xp/xpt ca 19-9 IFU: "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis." "Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays." A review of internal data indicates advia centaur xp ca 19-9 kit lot 471 is performing as intended and based on the dilution recovery result provided; it appears there is an interferent in the sample elevating the advia centaur xp ca 19-9 result. The cause of the discrepant results observed by the customer with this one sample when using advia centaur xp ca 19-9 lot 471 could not be determined, but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed.

Event description:
A customer obtained a discordant high advia centaur xp ca 19-9 result on a patient sample. Result was above the assay measuring interval of 700 u/ml. The sample was repeated using the same reagent lot and the same result was obtained. The elevated results were reported to the physician and questioned. The customer did not have advia centaur ca 19-9 diluent for dilution testing so the sample was sent for dilution testing at alternate laboratory sites (2 different sites). Each site used a different method for testing and both sites obtained normal results. The repeat results were reported to the physician as correct . There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ca 19-9 results.